Event description:
Daughter had surgery to remove a cyst on her back on (B)(6) 2021 at (B)(6) by (B)(6) pa-c. On (B)(6) 2021 at the appointment to have her stitches removed, it was determined that the wound was infected. The pa (B)(6) packed the wound with expired iodoform packing strips. Product information: curity iodoform packing strips, manufacturer: covidien llc, (B)(4), lot number: 140000794262x, expiration date: 2016-04, ref 7831. My daughter was started on cefalexin bid for 10 days.